Event description:
Instrument failure - the screw in the reverse shoulder prosthesis glenoid head would not engage the baseplate. Broken drill guide screw. Initially surgeon thought it was a defective baseplate. Later he realized that the screw in the two barrel guide was broken. Surgeon determined that the screw was broken off in the baseplate.

Manufacturer narrative:
The reason for this instrument failure was reported as broken drill guide screw. The healthcare professional indicated this event occurred during surgery, near the patient. No risk or adverse event was reported. The surgery was completed as intended, with a twenty-minute delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The device devices were returned to manufacturer and evaluated by registered medical assistant (RMA) djo surgical. The instrument's lot number was not reported and cannot be found on the item. Without the lot number, the instrument could not be linked to a specific device history record (DHR) and the actual date of manufacture cannot be determine with confidence. Complaint database review shows two prior complaints filed against the instruments' item number that reports a similar failure. No prior complaints report past instances of these instruments being affected by this failure. Those are 1 - broke/cracked/damaged & 1 - threads damaged/galled. This event is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the instrument was returned to djo and upon further examination found that the thumb screw threads are damaged and tip broken off inside of the rsp baseplate, 30mm, w/p2 coating, confirming the complaint. The reported condition could possibly be a result of heavy use or misuse. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.